Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 4 days post-operatively from a robotic low anterior resection, the patient came back with free air in abdomen which was confirmed through computerized tomography(CT) scan. Patient was re-operated on and the surgeon discovered that the anastomosis had totally dehisced. The surgeon said that both sides of the anastomosis were just sitting there beside each other but not connected and staples in both sides of colon. There was no tension on bowel. The anastomosis just fell apart with both sides having perfectly formed b shaped staples on both sides of the failed anastomosis. It was also reported that intra-operatively the stapler worked properly and look good on through the colonoscope and it passed the leak test. There is no issues or anything alarming during the first surgery. It was also reported that there was full thickness of donuts on both sides. Flexible sigmoidoscopy demonstrated an intact anastomosis circumferentially. Patient had to be diverted with an ileostomy, was borderline septic.the patient was also s cheduled after 6 months to have hartman's reversal procedure.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 4 days post-operatively from a robotic low anterior resection, the patient came back with free air in abdomen which was confirmed through computerized tomography(CT) scan. Patient was re-operated on and the surgeon discovered that the anastomosis had totally dehisced. The surgeon said that both sides of the anastomosis were just sitting there beside each other but not connected and staples in both sides of colon. There was no tension on bowel. The anastomosis just fell apart with both sides having perfectly formed b shaped staples on both sides of the failed anastomosis. It was also reported that intra-operatively the stapler worked properly and look good on through the colonoscope and it passed the leak test. There is no issues or anything alarming during the first surgery. It was also reported that there was full thickness of donuts on both sides. Flexible sigmoidoscopy demonstrated an intact anastomosis circumferentially. Patient had to be diverted with an ileostomy, was borderline septic and patient stayed ext ra three days in operating room for the second procedure. The patient was also scheduled after 6 months to have hartman's reversal procedure.